Manufacturer narrative:
(B)(4): the product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found the lens optic torn and one haptic bent. The lens was returned in liquid. Eval method: cartridge number search. Results: a cartridge lot number search was performed and no similar complaints were found. Conclusion: based on the complaint history, lot number search and the eval of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 25.5 diopter cq2015a collamer aspheric three piece lens, but the cartridge cracked and damaged the lens. There was no pt contact. The backup lens was implanted with a new cartridge. The reporter indicated that the cause of the damaged lens was due to the cartridge.